Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report patient experienced discomfort during use of sensor on (B)(6)2014. Patient's mother claimed that after horseback riding, patient felt "fire" type pain and subsequently removed sensor. Dexcom technical support advised patient's mother to use tegaderm tape to help support sensor pod during activities such as horseback riding. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.